Manufacturer narrative:
The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 1, 2, and 3 conductor(s) was/were broken in the body of the lead at or near the tines. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-28, lot# va1l0nl, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the patient had a lead revision/ the lead had been replaced on (B)(6) 2019 due to high impedance/the lead had impedance >4000 on every connection but the first connection. It was noted the battery had also been replaced as it had reduced capacity due to normal usage. The rep reported the patient had been mailed a form to fill out that had been done at the office and faxed to the manufacturer company. It was noted the issue had been resolved at the time of the report and that the device had been received by the manufacturer company on 2019-apr-17. There were no further complications reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1l0nl, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Evaluation codes method, result, and conclusion apply to lead 3889-28, lot #va1l0nl, and the prior evaluation code method, evaluation code-result and evaluation code-conclusion codes that were sent in the report # 30042 09178-2019-06207 still apply to the ins 3058, serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-28, lot #: va1l0nl, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-oct-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller reported their symptoms were getting worse and they were not feeling stimulation. Caller reported they increased their stimulation from 4.5 to 5.0. The caller reported the in the past using 1 depend a night and now they were going through 2 or 3. The patient was able to sync with their programmer on the call and it showed stimulation was on. Caller was walked through the process of changing programs. The caller was redirected to their healthcare provider. Additional information was received from the healthcare provider. The healthcare provider reported they were unsure of the cause of the patient not feeling stimulation. The impedance showed >4000 on all but c & 0, c & 1, 0 & 1 on amp of 2 and 300 pw. The patient did not feel stimulation as before. They were seen in the office on (B)(6) 2019 and were scheduled for a lead revision. There was no known cause, the patient did report they drove a garbage truck and it did get extremely bumpy, but denied any other trauma. No further complications were reported or anticipated.